Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during use. The following information was provided by the initial reporter: "customer reporting clogged needle for both material numbers. When trying to force air into the needle the needle would pop off the syring."

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during use. The following information was provided by the initial reporter: "customer reporting clogged needle for both material numbers. When trying to force air into the needle the needle would pop off the syring."